Event description:
It was reported that there was low impedance and a possible insulation breach. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Capsurefix implantable pacing lead it was reported that there was low impedance and a possible insulation breach. The lead was replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn insulation, hole(s) in impedance, low.